Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. On behalf of the customer, a caregiver reported receiving lower sensor scan results of 3 to 4.8 mmol/l compared to an unspecified reading obtained on a competitor brand device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as dizziness and malaise and self-treated by consuming cola, sugar, and a banana for treatment. The customer had contact with a healthcare professional (hcp) who obtained a hcp meter reading of 40.6 mmol/l and diagnosed the customer with hyperglycemia. It was indicated the customer received unspecified third-party treatment. There was no report of death or permanent impairment associated with this event.